Event description:
The core universal driver was sent for eval due to overheating during a procedure. The procedure was completed with a readily available alternate device w/o any clinically significant procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
It was noted during failure analysis that the contact pins are burnt, also the device was found to have damaged gear teeth, and burnt sockets.